Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No product was returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by the customer the patient had a bioprosthetic mitral valve replacement with post operative complication of right ventricular dysfunction, subacute subdural hematoma, bell palsy, and failure to thrive. The patient was then transitioned to do not resuscitate status with discharge to home hospice care during their last admission on (B)(6) 2025. The patient fell at home on (B)(6) 2025 and had a decline in mental status. The patient was the transitioned to inpatient hospice with agonal breathing, hypotension, and eventually fixed pupils. Time of death was declared at 0923. No ventricular assist device alarms noted till after time of death with low flows, then pump was turned off. No autopsy was performed, and no pump would be sent back.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.